Manufacturer narrative:
Aware date of regulatory report (B)(4) to be corrected to (B)(6) 2016.

Event description:
Additional information received from the manufacturing representative indicated that the patient underwent a successful trial, but the leads did come out with only one day left in the trial. It was noted that the patient is doing fine, and looking forward to the permanent implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a trial patient. It was reported that the patient started the scs trial on (B)(6) 2016. The patient had a wire suck in their back and wanted to know how to get it out. The caller had pulled on it and it hurt. The caller stated that one wire was dangling on the patients buttock and one was in the patients spine. The caller explained that the patient was in the bathroom today and scratched their back, getting a hold of the tape and yanked the tape. The tape and the monitor were hanging. The other one was half way down [their] back. The caller reported that the patient had dementia. The caller had also called to the health care professional (hcp) but the hcp had not been in. The caller had tried to get a hold of the manufacturer representative but they could not get a hold of the manufacturer representative. These issues were reported to be sudden and had occurred on the day of the call ((B)(6) 2016). Patient services contacted the manufacturer representative who replied that they had spoken with the caller and patient.